Event description:
It was reported that during use in a venous anastamosis, the pta balloon dilatation catheter was noted to be leaking. Reportedly, the balloon remained inflated enough to pre-dilate the lesion. The device was retracted without incident. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been identified. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is unconfirmed as the device performed properly under laboratory conditions. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.